Manufacturer narrative:
PMA/510(k) # k192697. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Additional sealed devices were also included with the return, 13 sealed devices from the lot number provided and 1 sealed device from lot number w4395283. A picture was provided and reviewed. A photo of the lot number was not provided. The picture provided shows the device for this event, the clip has separated from the cath attached but remains attached to the drive wire. Used device: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the hook end of the drive wire, in a closed position. The device was viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Sealed devices 1-14: our laboratory evaluation of the returned sealed devices could not confirm the report for housing detaches from cath attach. The samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue. Endoscopic maneuvers were required to aid in deployment for device #13. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: used: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Sealed: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: " with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ the instructions for use also includes the following precaution: ¿holding handle spool during clip advancement may prematurely deploy clip.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook instinct plus endoscopic clipping device. The physician introduced the clip down the scope and instructed the nurse to open the clip. When the nurse opened the clip the drive wire moved forward, but the clip was just dangling. Thus, the clip is not able to be opened or closed. The physician withdrew the clip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.